Event description:
It is alleged that pt received a zeltiq treatment on (B)(6) 2010 on the upper flanks. On (B)(6) 2010 the pt complained of "strong pain," dr diagnosed "edema petrus" (induration), suggested ibuprofen, and 5 lymphatic drainages (gentle manual massage). On (B)(6) 2010 - dr "indicated" another 3 lymphatic drainages. On (B)(6) 2011 - dr "indicated" 3 lymphatic drainages and offered 2 sessions of ultrashape (a second medical device mfg by "ultrashape ltd"). On (B)(6) 2011 - pt receives first ultrashape session. On (B)(6) 2011 - pt receives second ultrashape session. On (B)(6) 2011 - dr indicated that edema petrus still present but with reduction. On (B)(6) 2011 - the dist's clinical specialist went to investigate at the medical office. On (B)(6) 2011 - clinical specialist's report was forwarded to zeltiq sales rep.

Manufacturer narrative:
On (B)(4) 2011, clinical specialist at (B)(4) forwarded details of pt event to zeltiq (B)(4) sales mgr who translated and sent via email to zeltiq's (B)(4). Photos (dated (B)(4) 2011) were attached. The photos were reviewed on (B)(4) 2011 by zeltiq clinical dept; the results of the photo review were inconclusive. It was determined that the case is complicated by the reported multiple use of a second medical device mfg by "ultrashape ltd." Zeltiq requested add'l photos on (B)(4) 2011, and new photos were received (B)(4) 2011. There were no significant changes on the new photos when compared with photos from previous visit. Questions remained as to the details of the pt's concern as well as physician's mgmt choices. Therefore it was determined a direct conversation with the treating physician was needed to clarify. Zeltiq (B)(4) attempted contact with treating physician on (B)(6) 2011 and (B)(6) 2011 without success. On (B)(6) 2011, (B)(4) spoke with the treating physician who indicated that the use of the "ultrashape" device was not used specifically for preventing permanent impairment or damage. This investigation is ongoing, and whether any intervention was performed to prevent permanent damage or impairment is in question, it is zeltiq's policy to be conservative in filing this report. A f/u report will be provided should new info become available.